Event description:
It was reported that air bubbles were observed in the tubing. Customer's blood glucose (bg) was 25 mmol/l and a correction bolus via the pump was delivered to address bg. Technical support assisted customer with priming air bubbles out of the tubing. Customer will replace supplies as necessary and resume insulin delivery.